Manufacturer narrative:
Device codes: (B)(6).

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician was on his last cut while performing sphincterotomy and he noticed that the wire anchor of the dreamtome rx 44 dislodged. It was reported that no part of the cutting wire detached and fell into the patient. He decided not to continue the cutting and replaced the device. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the duodenum and common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the physician was on his last cut while performing sphincterotomy and he noticed that the wire anchor of the dreamtome rx 44 dislodged. It was reported that no part of the cutting wire detached and fell into the patient. He decided not to continue the cutting and replaced the device. The procedure was completed with different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: medical device problem code a051201 captures the reportable event of wire anchor dislodged. H10: the returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the cutting wire was blackened, and the wire anchor was still within the catheter. There was no evidence of any torn section at the device. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed; however, upon analysis, it was found that the cutting wire was broken, kinked and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. The reported problem torn working length was confirmed as there was no evidence of torn area from the device. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.